Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding open wound. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized where wounds are being treated. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.